Manufacturer narrative:
Investigation summary: bd received 1 photograph showing 4 tubes with a bit of plastic scraped inside and the indicated failure mode of foreign matter was observed. Additionally, (B)(4) retention samples from the bd inventory were visually inspected and, no damaged tubes were found. Bd was able to confirm the customer¿s indicated failure mode with the photograph provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plblce lav there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "presence of rigid plastic filament attached to the inside of the tube body, which causes problems for the sampling needles and risks breaking them."